Event description:
Report received from france states: "during the surgery the vitrectomy cutter did not cut but the aspiration was okay. No patient impact."

Manufacturer narrative:
Received one 23 gauge cutter wrapped in bl5523w pack label from lot u8530. The pack tray, the tip protector nor the rest of the pack components were returned. The needle was bent approximately 10 degrees. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle would not actuate/move. The cutter could not cut however it did aspirate as required. It should be noted that a bent needle could contribute to poor cutting performance. Sterilization and lot history records were reviewed and no exceptions were found.